Event description:
A home patient contacted baxter's technical service center for assistance regarding a "check lines & bags" alarm received during the prime cycle in anticipation of their automated peritoneal dialysis therapy. Reportedly, the home patient had their transfer set connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending the procedure early. The home patient set up with new supplies to perform therapy making sure that she was not connected during prime and confirming the successful completion of the prime cycle prior to connecting. No patient injury or medical intervention was associated with this incident, per the home patient.